Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - japan h3: product analysis: product:9560524, lotno:my21k001 during inspection at the time of acceptance, it was observed that the threads of the handle screw were deformed and the joint was worn. The handle screw was also stuck to the threaded part at the end of the cable. As a result, it could not be disassembled and the cable must be cut to repair it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a service and repair via a manufacturer representative regarding a device used in an unknown spinal therapy. It was reported that the fixation was weak when the knob was turned. There were no patient symptoms reported. There were no further complications reported regarding the event.